Manufacturer narrative:
The results of the investigation concluded that a leak was noted within the catheter handle. The shaft proximal to the strain relief was dissected revealing a fracture within the fluid lumen. The catheter shaft had a bend consistent with the location of the fractured fluid lumen and the leak. The connector plug had evidence of corrosion present on the electrical contacts, consistent with fluid entering the plug. Fluid within the plug is consistent with and electrical short circuit and the reported error message, however this was not observed during testing. The device met specifications prior to release from abbott manufacturing facilities as supported by the device history record. The cause of the corrosion in the connector plug is consistent with the leak in the fluid lumen. The bend in the shaft and the fractured fluid lumen is consistent with damage during use.

Event description:
During a pulmonary vein isolation procedure, while the generator was set to 30 watts and 45 degrees, the impedance window showed "ee" while ablating. It was also noted that the temperature was 59 degrees and the flow rate was 13ml/min. The catheter was replaced and the procedure was completed with no adverse consequences to the patient. Based on the analysis of the returned device, a leak was confirmed.